Event description:
Patient reports pump is alarming check rate, rate is confirmed to be correct, and pump continues to infuse. Patient did a recent site change, but pump is continuing to alarm while infusing. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device is available to be returned for investigation: sending return box. Dose or amount: 0.034ml/hr. Frequency: continuous. Route: sq.